Event description:
The customer contacted physio-control to report that their device would initially not deliver a defibrillation shock, during a pre-shift check. It did provide a second and third shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would initially not deliver a defibrillation shock, during a pre-shift check. It did provide a second and third shock. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to reproduce the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would initially not deliver a defibrillation shock, during a pre-shift check. It did provide a second and third shock. There was no patient use associated with the reported event.